Manufacturer narrative:
(B)(4)

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 179 on (B)(6) 2016. The patient's grandmother did not report injury or medical intervention. No additional patient or event information is available.